Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of life (eol) after two and a half years and the patient would like it tested. During the device replacement procedure due to patient's vessel condition abnormality, the left ventricular lead could not be fixed well and there was high threshold. The physician tried several times but the lead always dislodged while the sheath was slitting. Finally physician gave up implanting an lv lead and completed the procedure. No patient complications have been reported as a result of this event.